Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to infection. No further patient complications reported in relation to this event.

Manufacturer narrative:
An analysis was performed. The results are as follows: the spectra cylinder was visually inspected and functionally tested. It performed the bend test within specifications. The cylinder had holes in the outer tube that were the result of tool damage that exposed inner segments. The cylinder was functional.